Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow- up, a communication issue was noted on the device. Bluetooth connection was the suspected cause of the event and the merlin programmer was moved closer to the device to resolve the issue. The patient was in stable condition.